Event description:
A pt with paraneoplastic syndrome, s/p surgery for lung ca, was diagnosed with deep vein thrombosis in upper arm (above needle insertion site) after patient's 3rd treatment. Nurse described difficulty with insertion; 3 sticks required due to excessive clotting in needles. They were able to complete the procedure but the pt came to ER that evening with c/0 red and swollen arm. Medical history includes copd and lung ca. Platelets next morning were 373,000. No known history of thrombus. Heparin used to prime column. Acd ratio initially 20:1 but decreased to 10:1 when clotting noted in access.